Event description:
A report was received that the patient's ipg site was eroding.

Event description:
A report was received that the patient's ipg site was eroding.

Manufacturer narrative:
Additional information was received that per physician¿s assessment, the patient's ipg site looked fine. Erosion at the ipg site was not confirmed.